Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted (B)(6) 2017; 459888, lead, implanted (B)(6) 2019. (B)(4). Date user facility became aware of event: unknown. Type of report: initial. Date of this report: 05/xx/2020. Approximate age of device: 1 year. Location where event occurred: home. Report sent to manufacturer: yes; 05-2020. Manufacturer name and address MFR. Medtronic: plc. Addl: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had intermediate interruptions due to unintentional magnet reversion from an electronic cigarette being placed adjacent to the device in a shirt pocket. The device is still in use. No patient complications have been reported as a result of this event.